Manufacturer narrative:
There are no previous complaints on this device historical records were reviewed. It was discovered that there were discrepancies in the test records. (B)(4). Had been initiated to address the discrepancies. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/21/2024, znyo medical received a report from the customer reporting that one of the devices had exceed limit for the flow it needed calibration. No patient was involved. This was discovered by a biomed technician during testing at enbio.